Event description:
The manufacturer received information alleging the device failed an active exhalation verification test step during testing. There was no harm or injury reported. Service quote provided to customer for onsite service to replace the three-way solenoid valve and the proportional valve.

Manufacturer narrative:
The manufacturer previously reported information alleging the device failed an active exhalation verification test step during testing. There was no harm or injury reported. Service quote provided to customer for onsite service to replace the three-way solenoid valve and the proportional valve. The proportional valve was returned and evaluated by philips product investigation (pil). Pil installed the trilogy evo proportional valve on a test unit and then tested the proportional valve on the pil trilogy evo multifunctional test station for active exhalation control module (aecm) verification at pretest and aecm verification at posttest and passed all testing. Pil concluded that the proportional valve operates as designed. The solenoid valve was returned and evaluated by philips product investigation (pil). Pil installed the trilogy evo solenoid valve on a test unit and then tested the solenoid valve on the pil trilogy evo multifunctional test station for active exhalation control module (aecm) verification at pretest and aecm verification at posttest and passed all testing. Pil concluded that the solenoid valve operates as designed. The proportional and solenoid valves were returned to the product investigation lab (pil) for additional testing. The proportional and solenoid valves were found to operate as designed without issue when evaluated independently.